Event description:
It was reported that the screw broke inside the tibial tunnel and left in there, during the surgery. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One (B)(4) biosure ha 9x25mm screw returned. Dimensional inspection verifies that this was a 9x25mm product. The complaint stated: ¿it was reported that the screw broke inside the tibial tunnel and left in there, during the surgery. A backup device was available to complete the procedure with no delay or patient injuries.¿ the body of the screw has been fractured midpoint. A portion, approximately 17mm, is absent. The head of the implant has symptoms that stripping began. These observations indicate over torque during attempts to fully seat the screw. This is a tapered product. The condition of the implant indicates a torque issue. There are no other complaints for this manufacturing lot. No root cause related to the manufacturing of this device was confirmed.